Event description:
It was reported that during a robotic prostatectomy procedure, the clips were spitting out. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 9/14/2007. Information is unavailable; device was not returned for eval.